Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Reportedly, customer has hypoglycemic unawareness. Additionally, customer was given an injection to elevate heart rate for a heart stress test, causing bg to lower. Customer required assistance from emergency medical technician to treat bg via intravenous glucose. The customer was instructed to consult with healthcare provider regarding bg level.